Event description:
It was reported that the clinician called to troubleshoot a persistent "helium loss alarm." Per the clinician, there was no blood in the tubing and no apparent leak in the connections. When the clinician support specialist ('css') called, the clinician was busy in the lab. As a result, the css spoke with another staff member who explained they had already opted to insert another catheter and were in the process now. The css gave them her direct number should they continue to have problems and asked that they call her back to give the s/n of the removed catheter. The css explained that we want to retrieve iab for assessment. After not receiving a return call, the css called back to follow up at 1500. The css was told that they didn't have the serial number or catheter. The clinician stated that things were a mess in the lab and everything was thrown out. The css explained the importance of keeping the iab for future reference.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.